Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported on (B)(6) 2015 via a manufacturing representative that the patient was complaining about their implant not helping their symptoms associated with gastro paresis at all. The hcp increase the current of the device to 10. The issue was not resolved at the tie of this report. Additional information received on 2016-02-01 reported that the patient was scheduled for removal on (B)(6) 2016. The physician's assistant stated that she was not mentally stable and would not give it a chance to work. The patient reported improvement in her symptoms on maximum settings but she had pain in an area that was unrelated to the generator. The patient was very angry that they would not give her narcotics for the pain and wanted them to remove the device. It was further reported on (B)(6) 2016 that the patient tested positive for an illegal substance at the pre-implant appointment and may not be able to proceed with her surgery. The indication-for-use (IFU) was gastric stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the health care provider (hcp) via the manufacturer representative reported that the patient had their device removed on (B)(6) 2016. The patient complained of persistent pain, no help in symptoms, and wanted an MRI so they wanted it removed. The patient's comorbidities included substance abuse and severe bipolar disease, which were playing big roles in them getting the device out.